Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter steel needle foreign object found when opening the package sample can be returned 1 pins with photo no green claims, complaint response letter, complaint acceptance letter required.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4145146. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by your facility was received to aid in our investigation. Foreign material was located on the surface of the catheter tubing. The reported nonconformance has been confirmed. The foreign material was positively identified as clothing fiber, and most likely originated from the garment of one of our operators. Current production standards implement cleanroom procedures and the use of personal protective equipment to prevent the possibility of fibrous materials from enter the production process. To prevent a reoccurrence of this event our facility has retrained the relevant staff on the proper use and inspection of personal protective equipment to identify extraneous material and smock damage prior to entering the cleanroom. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.